Event description:
Invalid result (s). Result displayed 3 lines.

Event description:
Invalid result (s). Result displayed 3 lines.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020177 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.